Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. This is a final report.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported receiving a reading (not provided) on her freestyle freedom lite blood glucose meter that was higher than she felt. She further reported experiencing tremulousness, nausea, vomiting and subsequently, a loss of consciousness. Paramedics were called, but customer was unable to report what treatment was provided and then refused to answer any further questions. Customer service attempted, without success, to gather additional information from the customer. There was no report of death or permanent injury associated with this event.

Event description:
The surgeon reported the intraocular lens(iol) was explanted without complication 2 months after the initial implant. The cause of the iol explant was positive dysphotopsia.